Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the thoracentesis device and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter is unable to advance through the pleural space. Another kit was used. It is reported that the patient is fine, but experienced a lot of pain at the time of insertion.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the catheter is unable to advance through the pleural space. Another kit was used. It is reported that the patient is fine, but experienced a lot of pain at the time of insertion.